Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system triggered a red alert due to high out of range shock impedance measurements on this right ventricular (rv) lead. Technical services (ts) reviewed the device data and confirmed that the shock impedance had increased over the past year, fluctuating within the 100-120 ohms range, with only one instance of out of range (oor) measurements recorded. Ts recommended performing a commanded shock test for further lead evaluation. This rv lead remains in service. No adverse patient effects were reported.